Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va03y4u, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient began having issues with bladder infection in (B)(6) 2014 and went into the hospital in (B)(6) 2015. It was stated that the patient was in the hospital with a bladder infection. It was reported that the patient still had a bladder infection the day of the report even after being treated in the hospital. The patient was reportedly told by the hospital to have the device reprogrammed because the bladder was not emptying properly. It was noted, however, that they were feeling stimulation. The patient was at 2.6, and was increased to 3.2. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient was hospitalized 4-5 days for a urinary tract infection (uti). The patient was put on the foley catheter for 12-14 days, and it was removed the day prior to the report. The caller did not ¿feel¿ that there was a malfunction with the device, but she did not understand how to work the programmer or therapy for her mother.